Event description:
Information received by medtronic indicated that approximately midway through the procedure, there was resistance during the attempted manipulation of the mapping catheter that was inserted in the cryoablation catheter. A 50005 system notice message occurred at this time (the safety system has detected fluid in the catheter and stopped the injection). The cryoablation catheter and mapping catheter were replaced and the cryoablation procedure was completed without incident. There were no patient symptoms or complications related to the event. Reportable based on analysis completed (B)(4) 2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were reviewed and confirmed the system notice #50005 "leak detection" for the date of case. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. The catheter failed the performance test due to #50005 notice. Dissection / pressure testing revealed a guide wire lumen kink and breach at 1.52 inches proximal from the tip. The reported issue has been confirmed through testing and through data analysis. The catheter failed the returned product inspection due to a guide wire lumen kink and breach.